Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to a flattened button dome switch. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump's up arrow was unresponsive. Customer reported that by repeatedly pressing the up button, she was able to deliver a bolus. Customer reported that there was an open circle on the insulin pump's display. Blood glucose level was 147.6 mg/dl at the time of the call. No further information was provided.